Event description:
It was reported an angio-seal device was deployed with no consequences following a percutaneous coronary intervention procedure. The deployment was conducted correctly and hemostasis was achieved. Two days post deployment, the physician noted the puncture site was swelling. An ultrasound was performed the next day which revealed a pseudoaneurysm; pulses were present. The pt underwent surgery for vascular repair of the pseudoaneurysm. The angio-seal device was reportedly removed and the pt was reported to be recovering.